Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported via medwatch # (B)(4) that the blade broke at the mount during a left knee arthroscopy with acl reconstruction procedure. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported via medwatch #2600320000-2019-8171 that the blade broke at the mount during a left knee arthroscopy with acl reconstruction procedure. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.